Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while opening the mapping catheter from the packaging, it was noted to be bent and broken near the connector. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.